Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This is a spontaneous case report received from a consumer via regulatory authority FDA maude (case# (B)(4)) in united states on 15-jan-2015. It describes the occurrence of pregnancy in a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2009. Consumer reported that she became pregnant 2 and a half years after getting the essure in 2009. She gave birth at 7 months and the pregnancy was horrible. She had pre-eclampsia, high blood pressure, kidney infections, spotting and constant pelvic pain. Prior to getting the essure, her periods were very light spotting for roughly 3 days and now it is heavy for 7-8 days. Consumer was still having constant pelvic pain, painful sex, headaches, constant cramping, high blood pressure, mood swings, low/no sex drive, skin rashes, and a slew of other issues. Consumer stated that this was by far the worse thing she could have ever done. (B)(4). Final assessment: this is report from an unknown patient with no contact information to conduct a follow-up. The symptoms reported could not be confirmed. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a lack of efficacy. A contraceptive failure may occur under the use of any contraceptive and is not indicative of a quality deficit per se. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. The reported adverse events are not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who became pregnant 2.5 years after essure (fallopian tube inserts) insertion. During pregnancy she had pre-eclampsia, spotting (hemorrhage during pregnancy) and kidney infections. She gave birth at 7 months (premature delivery) and experienced other non-serious events. The pregnancy was considered non-serious and other events are considered serious due to medical importance. According to essure's reference safety information, pregnancy is listed, while the remaining events are unlisted. Unintended pregnancies have been reported in women with essure micro-inserts in place, as with any contraceptive. If inserts are correctly placed, tubal occlusion should occur after 3 months. In this case, considering the positive temporal relationship and the lack of information regarding the inserts localization and tubal occlusion, the pregnancy was considered related to essure (device ineffective). Given the localized action of essure in the fallopian tubes, it is not expected that the inserts could have a contributory role in the onset of pre-eclampsia and kidney infections. Therefore, those events were considered unrelated to essure. On the other hand, since there is a part of essure that lies in the uterus, a mechanical interference in the developing pregnancy cannot be excluded and therefore, the events of premature delivery and hemorrhage in pregnancy are considered related to essure despite the existence of pre-eclampsia and kidney infections, which alternative explanations. The case was regarded as incident due to premature delivery. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.